Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient experienced hyperglycemia and received treatment with insulin pump. The infusion set was in use for 1 day. No further information is available.